Manufacturer narrative:
Correction: additional info: -lot# if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during initial placement of the device on a laparoscopic hernia with balloon dissector system, the balloon did not inflate properly. The surgeon opened a second product to resolve the issue in order to complete the case. There was no patient injury.